Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's pacemaker went into backup operation mode after a failed cybersecurity update. The device was restored by reinstalling the firmware . No patient consequences were reported.